Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pro pen needle sample and four photos were returned from lot. No. 0231159 cat. No. 320559. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken and failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: "a patient brought one product to our clinic, complaining that drug didn't come out. The needle npe seems to be broken. This patient has a long history of diabetes mellitus and we think there is no problem with the patient's manipulative techniques."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken and failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient brought one product to our clinic, complaining that drug didn't come out. The needle npe seems to be broken. This patient has a long history of diabetes mellitus and we think there is no problem with the patient's manipulative techniques."